Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02780 pertains to the other device. It was reported to boston scientific corporation that during a vault suspension procedure using an uphold vaginal support system, the physician attempted to fire the first leg assembly through the patient's sacrospinous ligament but was unsuccessful, and the dilator detached "in half." Reportedly, the detached dilator piece fell loose inside the patient. The physician removed the uphold device and the detached dilator piece from the patient. The physician then attempted to tie an unspecified suture to the remaining portion of the dilator, but was unsuccessful. He was ultimately able to complete the procedure with another uphold vaginal support system. There were no complications to the patient, who is reportedly over 18 years of age and was stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(6).